Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 107 mg/dl. The customer stated that she was working in the yard, heard the alarms, and was unable to clear the alarm. She tried changing the battery to no avail. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and stained address/serial number label noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted.